Manufacturer narrative:
(B)(4). Concomitant medical products: cat#: 139259; m2a magnum 42-50m tpr insrt +6; lot#: 694020. Cat#: 11-103215; taperloc por fmrl lat 16x152; lot#: 600530. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00778, 0001825034-2013-04570, 0001825034-2013-04571. (This was originally reported on: 0001825034-2013-04568).

Event description:
It was reported the bilateral patient has been experiencing pain, inflammation and elevated metal ion levels. The patient had a right hip revision approximately 11.5 years after initial surgery. The head, taper and stem were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Device was returned and evaluated. Upon visual inspection there is scuffing on the outer diameter along with a visible wear line. There is no debris inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: increased pain, cobalt and chromium levels raised, green color fluid. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.